Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used near the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when they were cutting the papilla, the cutting wire of the truetome dreamwire 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome dreamwire 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and blackened. The anchor and the cutting wire were not returned. The cutting wire was broken exactly next to the proximal pierced hole. Additionally, the working length was torn in the distal side. The device was observed under magnification and the cutting wire was blackened and melted, and the cut of the cutting wire was not smooth. The working length was torn in the distal side and there were residues of contrast in the distal section (this residue was removed from the device). No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the cutting wire was preactivated before use as this may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. Not verifying that the cutting wire has exited the endoscope while electrical current is applied, and not maintaining direct and constant contact with tissue when applying electrocautery current may result in broken cut wire. Also, an excess of power may damage integrity of cutting wire. Additionally, the device had the working length torn. It is probable that as a result of the broken wire, the distal side of the wire had contact with the scope upon removal causing the tear in the working length and separation of the wire and wire anchor. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used near the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when they were cutting the papilla, the cutting wire of the truetome dreamwire 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.